Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-529a-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at the output window; the glass cap show signs of crystal deposits; the metal cap exhibits very mild detritus adhesion; the outer flow tubing open end exhibit signs of minor scratches. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Joules used: 208,666. Time expended: 32.10 mins. The fiber tip (cap) was cleaned during the procedure.

Manufacturer narrative:
(B)(4). A code request has been submitted.

Event description:
It was reported during a bph procedure @15 minutes after flashing, fiber firing forward (forward firing) and a crack on the fiber was observed. The case was completed using second fiber. Patient outcome: no injury to the patient was reported